Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one. Note: it was reported by field service that the account had been lubing their handpieces. The care instructions provided with the handpiece advise that lubricants should not be used with the device, as it can lead to leaking. Specifically, the warning states, "lubricant recommendation warnings: do not use solvents, lubricants, or other chemicals, unless otherwise specified. Using these materials may cause handpiece to malfunction or leak fluid in the surgical site. Failure to comply may result in pt and/or operating room staff injury. Do not lubricate core handpieces, unless directed otherwise. Core handpieces are permanently lubricated. Additional lubrication may cause handpieces to overheat or leak fluid into the surgical site and result in pt and/or operating room staff injury."

Event description:
It was reported a black substance began leaking out of the saw during a podiatry case. The site was irrigated and cleaned. There was no pt injury or any further complications in the case. It is not confirmed if the substance entered the pt or not, but there were no antibiotics prescribed or any continued treatment reported. The procedure was successfully completed with another device.